Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease, lower urinary tract infection, bacterial vaginosis, pregnancy and ectopic pregnancy. Concurrent conditions included umbilical hernia since (B)(6) 2015, cystitis and hematuria. Concomitant products included eugynon (aviane) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, tooth disorder ("dental issues"), alopecia ("hair loss"), abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, tooth disorder, alopecia, abdominal distension, headache, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, headache, menorrhagia, migraine, perforation, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she had the need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, concomitant disease and concomitant drugs were added. Updated suspect drug inaction. On (B)(6) 2015, she implanted essure (previously reported as (B)(6) 2014). Added events abnormal bleeding (vaginal, menorrhagia) and migraines. On (B)(6) 2015, she explanted essure (previously reported as (B)(6) 2015). Updated events and onset date. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))") and device dislocation ("migration of implant") in a 23-year-old female patient who had essure (batch no. D01974) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease, lower urinary tract infection, bacterial vaginosis, gravida, ectopic pregnancy, sickle cell trait, uterine prolapse and cystocele. Concurrent conditions included umbilical hernia since (B)(6) 2015, hematuria and gonorrhea. Concomitant products included eugynon (aviane), ibuprofen, medroxyprogesterone (depo provera) in 2015 and prenatal vitamins. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dental caries ("dental issues/dental problems : rotten teeth"), alopecia ("hair loss"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti's"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urticaria ("rashes or skin conditions type: dry hives"), urinary incontinence ("bladder or urinary problems : weak bladder"), hypotension ("blood or heart disorder / condition type: low blood pressure"), nausea ("nausea"), paraesthesia ("neurological conditions or problems type: tingling sensation / fingers and leg tingles"), dysmenorrhoea ("dysmenorrhea (cramping),"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue,"), weight increased ("weight gain") and constipation ("gastrointestinal or digestive system condition type: unable to move bowels"). On (B)(6) 2015, 7 months 25 days after insertion of essure, the patient experienced device expulsion ("migration of essure device location of device: I was told migration to my uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), mood swings ("hormonal changes describe: mood swings"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps"), back pain ("stabbing back pain / back pain"), arthralgia ("joint pain") and ovarian cyst ("left ovaries were covered in cyst"). The patient was treated with ibuprofen (motrin), caffeine, surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, dental caries, alopecia, abdominal distension, headache, vaginal haemorrhage, menorrhagia, migraine, mood swings, dysgeusia, urinary tract infection, female sexual dysfunction, fibromyalgia, urticaria, urinary incontinence, hypotension, device expulsion, nausea, paraesthesia, dysmenorrhoea, vision blurred, fatigue, weight increased, constipation, abdominal pain, abdominal pain lower, back pain and arthralgia was resolving and the ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, constipation, dental caries, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, headache, hypotension, menorrhagia, migraine, mood swings, nausea, ovarian cyst, paraesthesia, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On 2015 essure confirmation test transvaginal ultrasound (tvu) conducted and results says everything is fine. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s))") and device dislocation ("migration of implant") in a 23-year-old female patient who had essure (batch no. D01974) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease, lower urinary tract infection, bacterial vaginosis, gravida, ectopic pregnancy, sickle cell trait, uterine prolapse and cystocele. Concurrent conditions included umbilical hernia since (B)(6) 2015, hematuria and gonorrhea. Concomitant products included eugynon (aviane), ibuprofen and prenatal vitamins. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dental caries ("dental issues/dental problems : rotten teeth"), alopecia ("hair loss"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type: uti's"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urticaria ("rashes or skin conditions type: dry hives"), urinary incontinence ("bladder or urinary problems : weak bladder"), hypotension ("blood or heart disorder / condition type: low blood pressure"), nausea ("nausea"), paraesthesia ("neurological conditions or problems type: tingling sensation / fingers and leg tingles"), dysmenorrhoea ("dysmenorrhea (cramping),"), vision blurred ("vision/eye problems type: blurry vision"), fatigue ("fatigue,"), weight increased ("weight gain") and constipation ("gastrointestinal or digestive system condition type: unable to move bowels"). On (B)(6) 2015, 7 months 25 days after insertion of essure, the patient experienced device expulsion ("migration of essure device location of device: I was told migration to my uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal distension ("bloating"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), mood swings ("hormonal changes describe: mood swings"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps"), back pain ("stabbing back pain / back pain"), arthralgia ("joint pain") and ovarian cyst ("left ovaries were covered in cyst"). The patient was treated with ibuprofen (motrin), caffeine, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, dental caries, alopecia, abdominal distension, headache, vaginal haemorrhage, menorrhagia, migraine, mood swings, dysgeusia, urinary tract infection, female sexual dysfunction, fibromyalgia, urticaria, urinary incontinence, hypotension, device expulsion, nausea, paraesthesia, dysmenorrhoea, vision blurred, fatigue, weight increased, constipation, abdominal pain, abdominal pain lower, back pain and arthralgia was resolving and the ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, constipation, dental caries, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, headache, hypotension, menorrhagia, migraine, mood swings, nausea, ovarian cyst, paraesthesia, urinary incontinence, urinary tract infection, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On 2015 essure confirmation test transvaginal ultrasound (tvu) conducted and results says everything is fine. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received : lot number added. Patient demographic added. Event added- mood swings, allergic or hypersensitivity reaction type: metallic taste, uti's, apareunia (inability to have sexual intercourse), fibromyalgia, dry hives, bladder or urinary problems or changes: weak bladder, blood or heart disorder/condition type: low blood pressure, device expulsion, nausea, dental problems, tingling sensation, dysmenorrhea (cramping), blurry vision, fatigue, weight gain, gastrointestinal or digestive system condition type: unable to move bowels, and abdominal pain, cramps, back pain, arthralgia, left ovaries were covered in cyst. Event perforation of organs is updated to fallopian tube perforation and dental problems was updated to rotten teeth. Events onset date, outcome and severity added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, tooth disorder ("dental issues"), alopecia ("hair loss"), abdominal distension ("bloating") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, tooth disorder, alopecia, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, alopecia, device dislocation, headache, perforation and tooth disorder to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.